Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of damage to the image sensor unit, including disconnection, due to repetitive use stress, external factors, user handling, and or failed components on the electric circuit board. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ ¿confirm that the wli and nbi endoscopic images are normal¿. ¿1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation concluded that the allegation was confirmed because, as a result of damage to a charge-coupled device, image noise occurs and the image is temporarily obscured. During the device evaluation, an additional issue with the distal sheath adhesive part being chipped was discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the endoeye flex deflectable videoscope did not display an image. There were no reports of patient harm associated with this event.